Manufacturer narrative:
E1: Name: (b)(6)Country: United States of AmericaStreet: (b)(6). Based on the available information, this event is deemed to be a reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.

Event description:
It was reported that the patient experienced an event in which infusion set fell off during use on (b)(6) 2026. The infusion set had been in use for two hours.